Manufacturer narrative:
(B)(4). The sample has been received from the customer and was evaluated by the failure analysis technician who was able to confirm that this is related to a known issue and was addressed under an internal corrective action as well as a supplier corrective action. The initial report was taken by carefusion tech support but technician did not enter complaint information in to system. Carefusion customer advocacy department was given the information on 10/23/2015 and is immediately addressing the complaint. Customer contact has been attempted regarding the original complaint and a follow up report will be submitted if any pertinent information is received. (B)(4).

Event description:
Customer stated that the unit is vent inop and that the turbine transducer failed. There was no patient involvement at the time of the event.